Event description:
It was reported on (B)(6) 2022 that the patient was experiencing driveline power faults and low voltage advisory alarms on that same day. The log file analysis confirmed a driveline power b fault on (B)(6) 2022. The alarm had cleared and not returned according to the available log files. The log file analysis also confirmed low voltage alarms due to normal battery depletion. A pin was observed to be missing from the previously exchanged modular cable. Several attempts were made to clear the obstructing pin from the modular cable connector on the pump cable, but the modular cable was unable to be engaged fully. The patient had a driveline splice repair on (B)(6) 2022. The driveline was replaced with no issues and there were no further driveline power faults noted following the repair. Manufacturer report number of modular cable: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2022 that the patient was experiencing driveline power faults and low voltage advisory alarms on that same day. The log file analysis confirmed a driveline power b fault on (B)(6) 2022. The alarm had cleared and not returned according to the available log files. The log file analysis also confirmed low voltage alarms due to normal battery depletion. A pin was observed to be missing from the previously exchanged modular cable. Several attempts were made to clear the obstructing pin from the modular cable connector on the pump cable, but the modular cable was unable to be engaged fully. The patient had a driveline splice repair on (B)(6) 2022. The driveline was replaced with no issues and there were no further driveline power faults noted following the repair. Manufacturer report number of modular cable: 2916596-2022-00819.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of pump cable from (B)(6) confirmed a broken pin from the original modular cable lodged within the socket of the inline connector which would have caused the reported connection difficulty from the pump cable to the exchanged modular cable. Additionally, evaluation of the inline connector between the pump cable and modular cable confirmed findings consistent with fluid ingress and corrosion. The controller event log file contained data from (B)(6) 2022 to (B)(6) 2022. The pump operated as intended at the set speed for the duration of the log file. The log file captured the onset of a driveline power fault alarm on (B)(6) 2022 at 09:33:21 and the alarm remained active for the remaining duration of the log file. The alarm was associated with power b. The log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 2, "system operations", (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5, "surgical procedures", also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. The heartmate 3 patient handbook rev. D, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline power fault alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.